Event description:
It was reported to philips that the device has intermittent ECG failure. There was no report of patient involvement. The customer requested assistance from a philips remote service engineer (rse). Per the customer, the unit was experiencing intermittent ECG failure. Due to the noted issue, the rse has quoted the customer a new mrx temp conn block kit to return the device to working condition. Based on the conclusion of the investigation, it was determined that this was a malfunction of the hs mrx temp conn block. It was quoted to the customer to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.